Event description:
Customer reported that she was not able to hear alarms. Customer stated that she set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Pump was received with no audio tone/beep due to broken negative transducer wire. Unit alarmed motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test due to motor error alarms.